Event description:
The user facility reports during unspecified surgical procedure on (B)(6) 2013, it was noted the 3.2mm guide wire was stuck in the quick coupling for k-wires. It is reported procedure was delayed approximately 1 minute while another device was retrieved. Procedure was completed using the spare device with no further problem and no harm to the patient was reported. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Corrected date of event from (B)(6) 2013 to (B)(6) 2013.

Event description:
Event occurred during a tfn procedure on (B)(6) 2013.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-02182.